Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified spine surgery, it was observed that the motor device was not working. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device ran in the safety position (power broken). It was determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position, which is user error and the safety mechanism failure was consistent with misuse ¿ engaging handpiece lock while handpiece was running. The assignable root cause was determined to be due to user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.